Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Since implant, the patient experienced a tight lead, was unable to turn their head completely, and experienced a pulling sensation when moving. An x-ray occurred, and, per the opinion of the physician, looked normal. The surgeon did not want to perform a revision for 6-18 months, so the patient obtained a second opinion. A revision occurred on (B)(6) 2024. The ipg was still sutured in the pocket, however, the csl had migrated below the ipg and was being pulled down. A new pocket was made and the ipg was secured. The csl was loosened in the tunnel, and a small space was created for the excess lead that will not interfere with the ipg placement. As of 26-dec-2024, no additional issues had been reported.

Event description:
A barostim system was implanted on (B)(6) 2024. Since implant, the patient experienced a tight lead, was unable to turn their head completely, and experienced a pulling sensation when moving. An x-ray occurred, and, per the opinion of the physician, looked normal. The surgeon did not want to perform a revision for 6-18 months, so the patient obtained a second opinion. A revision occurred on (B)(6) 2024. The ipg was still sutured in the pocket, however, the csl had migrated below the ipg and was being pulled down. A new pocket was made and the ipg was secured. The csl was loosened in the tunnel, and a small space was created for the excess lead that will not interfere with the ipg placement. A follow-up was planned but not yet scheduled.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the csl migrating below the ipg. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).